Manufacturer narrative:
Field safety engineer has been sent for investigation and found defective level sensor. Customer replaced level sensor with a spare sensor. Service evaluated unit and replaced the spare sensor with one from stock. As a courtesy service tested the system to factory specs. Tested ok. A similar product with similar malfunction has been investigated before and reported with (8010762-2016-00008). Level sensor sn (B)(4) has been connected to the hl20. Alarm was generated. Multiple times switched on and off, thereby angled the plug, cable rotated and bent. No impact on the alarm. Level sensor is defective. Thus the failure could be confirmed. The most possible root cause for the level sensor function not working is the defective level sensor. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
Customer stated the level sensor was not functioning prior to a case and setting up the pump. The customer replaced with spare parts. No patient involvement. (B)(4).